Event description:
The customer reported that he was receiving no delivery alarms on the insulin pump. The customer's blood glucose was 143 mg/dl. He performed a 5.0 unit fixed prime and insulin did exit. It was explained to the customer that there may be a site-related issue, possibly due to a bent cannula or site or set occlusion. The customer was advised to change the entire infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)